Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had drawer failure. A field service engineer observed the function of drawer 4 and confirmed excess travel on the drawer rails. The fse discussed possible causes related to the rails and proceeded to replace them. The replacement was completed, and the unit was returned to the customer for testing and normal use. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es main drawer 4 was stiff and opened further than usual when additional force was applied to pull out the drawer. However, there were no delays or adverse events or injuries reported based on this event.